Event description:
In 06, a reporter/mother spoke with a customer service rep, alleging her daughter's ultrasmart results were inaccurately high. Although the reporter called this medical affairs specialist in response to a letter, the reporter's phone or voicemail still appear to be out of order. The reporter provided the following to customer service. One day earlier the pt was vomiting. At that time and not before symptoms, blood glucose tests on the meter were 217 mg/dl and hi (the meter prompts hi when a result is over 600). The time of the results or who performed them was not provided. She received no treatment (insulin or food) after the tests. At some point the reporter transported her to the emergency room where she was treated with IV glucose. She could not provide the blood glucose result in the ER. The reporter described correct technique and testing. She was unable to perform a quality control test with solution for the rep because the meter prompted error messages. The meter and supplies were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them.